Event description:
This was a lead extraction case performed in the ep lab to remove 2 leads, 1 in the ra mdt 4592) and one in the rv (mdt 4092). Both leads were prepped with an lld. After the ra lead was freed and extracted with 12fr glidelight, the patient's blood pressure dropped and no pulse was detected. CPR was initiated. An echo was performed and it showed no effusion , but vfib noted. Cv surgeon was called, but family had requested that the chest not be opened (no sternotomy). A previous tee had been performed on (B)(6) 2013, which showed a 10x6mm vegetation on the ra lead. Patient expired. Suspected pulmonary embolism as cause of event. No device was returned for engineering inspection. No lot number was provided, so no qa review could be conducted.